Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead 3387s-40 stimloc dbs lot # va1d61c found no anomalies.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# va1d61c, implanted: (B)(6) 2016, product type: lead. Product ID: neu_stylet_acc, product type: accessory.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an external neurostimulator (ens) for parkinsons dual and movement disorders. The hcp reported high impedances on contact 0 of a brand new lead. The hcp reported that the impedance in monopolar was found to be 19,000 ohms at 3.0v. The hcp re-clipped the alligator clip, and found the impedance was still high. The hcp reported trying contact 1 and measured 4,700 ohms. The hcp reported trying the barrel clip and all combos of contact 0 were in the 9,000 ohm range. The hcp reported stimulating for 1 minute at 2.0v with contact 0 and found the impedances were still high at 7,000 ohm range on contact 0 combos. The hcp reported that contact 1 was found to be in normal range. The hcp put in a new electrode and no problems were found in bipolar or monopolar modes. It was noted that the lead was returned to the manufacturer for analysis. No patient symptoms reported.